Event description:
Patient reported left side "recall, persistent pain, unable to perform physical activities or basic activities such as sweeping the house. Patient reported capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.